Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing loss of stimulation after being hospitalized due to a non device related medical condition. It was also stated that the patients ipg was not connecting to the remote and cp (clinician programmer). The patients ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.